Event description:
It was reported that the colonovideoscope image looks like static. The issue occurred during the inspection of use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure poor video image output, image looks like static was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube and auxiliary water channel has foreign objects. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use IFU were identified. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the probable cause of the malfunction poor video image output, image looks like static was no problem detected. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is likely the most probable cause of the malfunction jet tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.